Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient developed skin irritation caused by the lifevest. The irritation was described as itching on her back with no open skin. The patient consulted her physician who provided a cream. Follow-up indicated that the skin irritation no longer itched.